Event description:
It was reported that a nurse was getting low flow alert (02) in an arctic sun device. The device was stopped right then, 0 lpm. Confirmed that the patient had gone to CT, and then they were trying to resume therapy. It was explained that pads might have been damaged in CT if there were no flow rate issues prior to CT, and they confirmed there were none. Guided by the diagnostics screen and read system hours were 551 and pump hours were 483. They had attached the right chest pad and watch inlet pressure which stalled out at 5.1psi, the flow rate was 0.2lpm and the circulation pump command was 100 percentage. Removed that pad for then and added the left chest pad. All the rest of the pads were checked out with good values, so they would add a universal pad in place of the right chest pad. The left chest pad had an inlet pressure was -7psi, the flow rate was 0.8lpm, and the circulation pump command was 30%. The right thigh pad had an inlet pressure was -6.9psi, flow rate was 0.5lpm, circulation pump command was 100%. The left thigh pad had -7.1psi, flow rate was 1 lpm, and the circulation pump command was 54 percentage. At the end of the first call, the flow rate was 0.7lpm. Called back at 12:15pm and they confirmed no more alerts or alarms, and the patient's temperature was trending appropriately. The family was in the room so they were unable to go into it and give me the actual flow rate but would call back if there were any other issues.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too high". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.